Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucoses with a blood glucose value of 33 mg/dl at the time of the event and reported a sensor glucose vs blood glucose reading mismatch. The event involved products mmt-1884, mmt-7040a, mmt-242a, and mmt-332a. Troubleshooting was not performed. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event and whether the customer was used the auto mode feature. The sensor glucose was 80 mg/dl and blood glucose was 33 mg/dl difference was more than 30%. No further patient complications were reported. It was unknown whether the customer will continue using the pump, infusion set and reservoir. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-332a. The customer will discontinue using the device and the product mmt-7040a customer response was that the device will be returned.